Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the device was manufactured more than twelve years ago, it is assumed that the scope socket was deteriorated, worn-out and became loosened by repeated use for a long period of time. As a result, it was concluded that the connection detection mechanism was unable to detect the scope and the led on the front panel flickered. Likewise, the harness of the switch deterioration and the power supply breaking down is due to repeated prolong use since the device was twelve years old from its production. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the physician damage was confirmed. The front panel, top cover, chassis, lens base, switch harness, and power supply were damaged. The bad socket slider switch was not detecting the scope and the narrow- band imaging was non-functional. A worn-out socket air joint leaking air pressure was noted. In addition, an old version igniter and iris cable required an upgrade. Lastly, a non-olympus lamp required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a front panel damage occurred with the evis exera ii xenon light source. During a standard service inspection of the customer returned device, a scope detection sensor failure was noted. The customer did not report any allegation of a malfunction associated with the device and there was no patient injury or harm reported.